Event description:
It was reported that the customer had pump that won't read connection which was resolved with replacement of pressure sensors and the right iui to fix the error. The door was cracked by the hinge and replaced the it. The latch would not come out of the old door, so new one was used. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.